Event description:
It was reported that the power pack ac/dc of an switched off oxylog 3000 was in ICU in a room on a shelf connected to the electrical network (127v) when the staff noticed signs of smoke and burning. It was stated that the staff immediately pulled the device out of the power outlet.

Manufacturer narrative:
The concerned device has been requested for investigation but was not received until now. The investigation is ongoing; results will be reported in a follow-up report.